Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage on the white power cable of the system controller. A specific cause for these findings could not be conclusively determined. The account submitted one image of the patient's white power cable connector, which revealed damage/twisting to the strain relief. It was reported that when the cable was manipulated there was no beeping or alarms. Review of the submitted log files captured the system operating as intended. No notable events or alarms were captured. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. A root cause for the damage on the white power cable could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The patient handbook cautions users to call their hospital contacts if they think, for any reason, that any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The ventricular assist device coordinator was able to adjust the end of the white lead until it no longer appeared bent. When the cable was being manipulated, there was no beeping or any alarm signals on the system controller. The white lead was removed multiple times from the battery connection during interrogation. This may have caused the power cable disconnect alarms that were seen in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the end of the white lead looked slightly bent. Log files were submitted for review and captured clusters of pulsatility index events on (B)(6) 2025. A few power cable disconnects on the white cable were also seen towards the end of the log.